Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address infection and loosening of the tibial component at the bone to implant interface. Original attune cementless cr rp implants were implanted on (B)(6) 2018 by different surgeon.

Manufacturer narrative:
(B)(4). Investigation summary:no device associated with this report was received for examination. Depuy considers the investigation closed at this time. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.